Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reported condition: ** this report is based on information provided by the complaint tracking system (cts). ** product received: ** a review of the device history for this lot number found the expiration date to be 2020-02. ** post market vigilance (pmv) received one 33mm hemorrhoid stapler 3.5mm staples opened by the account with no packaging. Visual inspection: {instrument} **the visual inspection of the staple guide noted the instrument was fully applied. **further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. **the staple guide was observed to be attached to the instrument with no damage to the staple guide. ** pressure ridges in the staple guide indicate that the staples had been fired. **after actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. {anvil} **the anvil of the instrument was observed to be separated from the instrument. **further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. ** an acceptable gap between anvil and staple guide was observed when fully approximated. ** the port was received. ** the anoscope was received. ** the dilator was received. Functional evaluation: **the wing nut and safety functioned properly upon rotating the twist knob. ** the green bar was visible within the indicator window when the twist knob was fully closed. **the instrument was reloaded with a full complement of staples and applied to the appropriate test media producing acceptable results. ** pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. ** the device also produced all audible, tactile and visual indicators during the functional testing. Device history record (DHR): **a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Additional investigation sources: **na meets specification? ** visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. Root cause: ** the file was concluded to be fired satisfactorily as the device was found to meet all visual and functional test specifications. Pmv record review: **trending and corrective/preventive actions: __ a review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
When the product was fired, staples did not form well and caused bleeding. The surgeon finished the procedure by manual suture. There was a patient injury. Surgery was extended by more than 30 mins. No transfusion was required. Medical intervention required. Product was not tested prior to use.